Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset instructions, walked the caller through the process, and the issue was resolved as the error code did not reappear, allowing the caller to successfully start their sensor session.